Event description:
Patient needed dialysis. Physician was placing line. After taking all the appropriate steps when he went to slide catheter over wire, it was catching and not gliding over as it normally does. There was resistance. He then asked for a different catheter. A duoglide was placed over the same wire and it went in as it normally does without any difficulty.